Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead found all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system due to high impedances on the lead. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.